Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the customer was not getting any insulin and their blood glucose levels were going crazy. They reported of a bent needle and that the adhesive was wet indicating there was a leak but there was no warning from the insulin pump. They also reported that when the customer woke up, their blood glucose level was 484 mg/dl. The caller was asked how they treated the high blood glucose but the call was dropped. The caller stated that it was okay to not troubleshoot for the high blood glucose and the bent cannula. The caller stated that they will wait for their daughter to call with all the information. The device will not return for analysis.